Event description:
The customer reported that the system would cut out when the fluoroscopy pedal was pressed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The rear shutter mounting was reseated. The system was tested and found to be working as intended and put back into service.